Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash under the front therapy electrode and on his back. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised using an anti itch cream. Patient bought (B)(4) 1% hydrocortisone anti-itch cream. Follow up indicated that the cream is helping with the skin irritation.